Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the adhesive on the distal sheath the gastrointestinal videoscope had foreign materials, and the light guide lens was corroded. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, the probable root cause of the light guide lens was corroded was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the adhesive on the distal sheath the gastrointestinal videoscope had foreign materials, and the light guide lens was corroded. There was no patient involvement.